Event description:
It was reported that the product was overheating and stalling. No other info was provided. Further attempts to obtain add'l info were made and were not successful.

Manufacturer narrative:
Upon disassembly, corrosion was discovered on the blade mount and output link, and the bearings were found to be worn. Corrosion can lead to increased friction between rotating components, which can cause heat to be generated.